Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link rx ultra coronary stent systems instructions for use (IFU) states that 7french is the minimum guiding catheter compatibility for use with a 5.0mm ultra stent delivery system. In this case, it is unknown it the IFU deviation contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a vein graft to the circumflex artery. The vessel was noted to be calcified. The 5.0 x 13 mm ultra stent delivery system (sds) was advanced through a 6french guide catheter, but could not cross due to the calcification. Additional dilatation was performed, but the sds still could not advance. During removal, resistance was noted with the guiding catheter, and the stent stripped off the sds, then migrated to the hypogastric artery. A snare device was attempted to be used, but the stent could not be snared. It was decided to leave the stent where it was in the small artery. It was noted that the instructions for use (IFU) states to use the device with a 7french guiding catheter; therefore, a new ultra sds was used with a 7french guide, and the target lesion was treated successfully. The patient had a good outcome. No additional information was provided.